Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant/re-implant the patient (date unknown).